Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. Follow up revealed that at the patient's last check on (B)(6) 2009 before replacement, the battery was at 2.65 v and estimated battery longevity was less that one month as the patient was 97.2% paced in the ra. No patient complications have been reported as a result of this event and the patient was reported to be fine.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed the battery was at eri with a telemetried value of 1.82 volts. The eri battery was confirmed with a telemetried value of 1.68 volts loaded. Further analysis revealed the incorrect rtt battery voltage measurements are the result of high internal battery resistance.